Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-23}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with pre-existing moderate aortic regurgitation and a previously implanted surgical aortic valve, the valve was was deployed and recaptured multiple times after not "seating properly" in the annulus. Following a final recapture, the valve was withdrawn from the patient. The procedure was aborted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device. Continuation of d10: product ID: evolutfx-23; product serial number: (B)(6) ; product type: 0195-heart valves; implant date: not implanted h4. Device mfg date h6. Eval code method changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with pre-existing moderate aortic regurgitation and a previously implanted surgical aortic valve, the valve was deployed and recaptured multiple times after not "seating properly" in the annulus. Following a final recapture, the valve was withdrawn from the patient. The procedure was aborted. No patient complications were reported as a result of this event. Additional information was received to report the not "seating properly" referenced the valve and delivery catheter system dislodging from position. Per the physician, this was due to a lack of calcification as this was a "pure" aortic insufficiency case.